Event description:
It was reported that the customer went to (B)(6) and was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer began vomiting and had a headache prior to hospitalization. Reportedly, there was a rash and puss at the infusion site, which is common for the customer to experience. Customer was treated with an insulin drip and saline, and released from the hospital on (B)(6) 2015. Customer switched to manual insulin injections, and has still experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.